Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that the heartstart xl had a "defect display en pca para. Board". There was no reported pt involvement.